Manufacturer narrative:
Attached evaluation summary is a correction to previously provided evaluation summary. (B)(4).

Manufacturer narrative:
Investigating the event reported through MDR 1020279-2017-00486. The surgeon confirmed that two independent procedures were performed to explant two different screws from the same nail of the same patient.

Event description:
It was reported that both distal screws backed out of the nail and had to be surgically removed. Screw was removed couple of months following implantation while the nail remained implanted.